Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01498. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat urinary stress incontinence and vaginal prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat weakened pubovaginal and rectovaginal fascia. The patient underwent the concurrent procedures of insertion of biological graft, cystoscopy, and vaginal extraperitoneal colpopexy during mesh implantation. It was reported that the patient underwent mesh revision/removal (excision of vaginal foreign body with removal of permanent suture and few fibers of mesh graft and diagnostic cystoscopy) on (B)(6) 2012 due to vaginal bleeding with exposed vaginal foreign body and urinary frequency.